Event description:
Additional information was received on (B)(6), 2013 when it was reported that the explanted products are not available for return to the manufacturer. The manufacturing records for the lead were reviewed and the device met all specifications prior to distribution.

Event description:
Additional information was received on (B)(4) 2013 when it was reported that the explanted generator is not available for return to the manufacturer.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient was seen for a clinical visit that day. High impedance was observed during diagnostics but the physician indicated that the patient has had high impedance since (B)(6) 2012. The diagnostics showed output=limit/lead impedance=high/impedance value=9455ohms. The neurologist elected not to do anything to see if the patient would have any increase in seizures. The patient had a consult that day with the surgeon regarding revision surgery. The patient stated that she has noticed an increase in headaches with an increase in seizures that were above baseline. The neurologist elected not to perform an x-ray. The patient underwent a full revision surgery on (B)(6) 2013. Attempts for product return are underway but the generator and lead have not been returned to the manufacturer to date.

Event description:
Additional information was received on (B)(6) 2012 when the physician provided clinic notes from the (B)(6) 2012 visit. The patient stated that she does not feel any vns stimulation as she did before. Several weeks back she fell on her left frontal chest when she was having a seizures, so the physician notes that there is a possibility that the wire of the vns might have been broken. The patient's vns was interrogated that day and it showed high impedance. The physician stated that he would obtain x-rays of the chest and neck to see if the vns wires are intact. He further indicated that he would like to leave it implanted as it is for a month and keep a seizure record; if appears that the seizures are not changing they may consider deactivating the vns but if the seizures are more frequent, then they will have the patient undergo revision surgery. An x-ray review of two chest x-rays was provided by the physician but not a copy of the x-rays. The review states that no obvious discontinuities were observed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event; corrected event: additional information was received which changes the event date reported on the initial report.

Manufacturer narrative:
Inadvertently stated that the 'explanted generator' would not be returned instead of the 'explanted products' on supplemental report #3. Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead met all specifications prior to distribution.

Event description:
On (B)(6) 2012 it was reported that the vns patient has high lead impedance. The patient was referred for revision surgery. Although surgery is likely, it has not occurred to date. Good faith attempts for additional information are underway but have not been successful to date.